Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the patient had the initial surgery in (B)(6) 2011. It was discovered that the femur nail was broken and the patient had a non-union. The patient had a re-operation done on (B)(6) 2015. There was no report of a surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Pt weight: unknown. Event day: unknown. Implant date: (B)(6) 2011, day unknown. Initial reporter: phone number: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.